Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient due to water leakage from catheter balloon after the placement.

Event description:
It was reported that the catheter fell out due to water leakage from foley catheter balloon after the placement.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual inspection noted one temperature sensing catheter was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole (0.019") in the balloon's surface. No missing pieces were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The actual/suspected device was evaluated.